Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and helix would not retract. New lead was implanted and remains in service. No additional adverse patient effects.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and helix would not retract. New lead was implanted and remains in service. Lead returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. The helix difficulty allegation was confirmed, based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism.